Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of the issue. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur, and the pump resumed functioning as intended.